Event description:
Rn was about to administer 500ml sterile water (item #6290) onto a sterile backtable for surgery and noted that the seal was discolored (yellow/copper) with a bubbled appearance. The paper portion of the seal was damaged by fluid and the foil was not fully intact. Lot #23045424.